Event description:
On (B)(6) 2012, a comment regarding fraxel was posted in the fraxel (B)(4). The comment was, "I got cancer on my face straight after fraxel. I never sun bake. I am a hermit that never sees the sun. Please explain?"

Manufacturer narrative:
A review of the complaint handling database did not show any report concerning cancer after the use of fraxel. Solta medical inc requested feedback from the consumer via (B)(4). Based on the info currently provided, the reported event could not be confirmed.